Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.